Manufacturer narrative:
Interpretation: the sample is heterozygous at c.48g>c and homozygous at c.307c, c.676g, 733c and c.1006g as well as homozygous for the c-linked intronic marker consistent with a c+c+e-e+v-vs- individual1,2. All exons for rhce were sequenced. Nonspecific polymorphisms at the c-linked intronic marker is likely due to an upstream intronic snp at dbsnp 28677062 g>c, which would explain the c- phenotype with precisetype hea beadchip heai0482_2 and heai7064_8 results.

Event description:
The customer reported a possible discrepancy. The donor is c+ using the bioarray hea molecular beadchip kit; serology results were c-.